Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had crack on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer does not recall any significant events leading to damage. The insulin pump was returned for analysis.